Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Additionally, it was reported that the cartridge was leaking from the o-ring. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged minimum fill notification issue could not be verified. No cartridge was received for investigation therefore no evaluation could be performed for the cartridge leaking allegation.